Event description:
During a tracheostomy procedure in the surgical intensive care unit, a flash fire occurred. The pt was being given high flow oxygen via a bag/valve/mask device. The drapes and electrodes caught fire, the bvm melted. Fire was quickly put out by staff. Pt sustained 2nd degree burns to face. Pt was treated for burns and released.